Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2022. On (B)(6) 2022, the patient¿s cgm displayed 115 mg/dl but he felt sick and unwell. As he was alone at the time, he called emergency medical services transported him to the hospital. Upon arrival at the emergency department (ed), a bg was performed which was 991 mg/dl. The patient was admitted to the hospital and treated with IV insulin. The patient was released four days later; however, he still felt unwell. No data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.